Manufacturer narrative:
B2: date of death is an approximate date as the actual date of death is not known.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was implanted. The closure device did not meet position, anchor, seal and size (pass) criteria but the physician made the decision to release the closure device. The patient was discharged. The patient had a routine follow up transesophageal echocardiography (tee) and imaging showed the implanted closure device migrated from its final position. A computed tomography (CT) scan and possible closure device explant were discussed. Prior to the CT scan the patient required hospitalization to address a suspected cerebrovascular event. The patient later passed away due to this event.